Event description:
The serial cable was returned to the manufacturer for evaluation. An analysis was performed on the returned serial cable and it was identified that the serial cable had an open electrical connection in the power plug wire. The cause for the open connection is unknown and could not be identified during the analysis.

Event description:
It was reported that the epileptologist¿s handheld device was not charging due to an issue with the power adaptor. The handheld device would only charge if the epileptologist positioned the power adaptor in a specific orientation. The handheld power supply has been returned to the manufacturer where analysis is currently underway.

Event description:
Additional information was received that product analysis was completed on the power cord. No anomalies associated with the ac adapter performance were noted during testing using a known good serial cable and x50 handheld. The ac adapter performed according to functional specifications. Additional follow-up with the site indicated that there had been no further issue with their programming system since the power cord was replaced. The issue was also determined to be related to an issue with the power outlet.

Manufacturer narrative:
Describe event or problem, corrected data: the initial report inadvertently reported that only the power cord was returned to the manufacturer for evaluation but the serial cable was also returned. Device failure occurred, but did not cause or contribute to a death or serious injury.